Event description:
It was reported the pt had the system explanted due to the catheter dislodgement. The pump contained pf saline. No symptoms or outcome were reported.

Manufacturer narrative:
Results other = catheter.